Manufacturer narrative:
Batch review performed on 29 january 2020: lot 140746: (B)(4) items manufactured and released on 28-apr-2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain do to a loose stem. The cause of the loose stem is unknown. The surgeon revised the head, stem, and liner 6 years after primary. The surgery was completed successfully.